Event description:
Meter name: one touch fasttake, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: unknown. A patient reported they were seen in ER on three different occasions because they were unable to obtain a blood glucose result. Their meter allegedly had no power. The patient was unable to test on the fasttake meter. The result from the lab were "500", "537" and "above 500" mg/dl. No comparison test was run between the lab and the fasttake meter. Treatment was IV fluids and "diabetes medication". Facility, patient has been unable to test for approximately 4 months. A new fasttake was sent as a replacement meter. No further information has been reported.